Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, an item was found within a patient when they were opened up for a general procedure in (B)(6) 2010. The surgeon believes that the item could be from the endocatch that was used when the patient underwent a lap nephrectomy surgery on (B)(6), 2009. The item was found wrapped in the mesentery, the staff believes the item was from the endo catch instrument.